Event description:
Per the physician the partial detachment of both clips were due to the patient's thickened leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip detachment was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr), thickened leaflets, and a restricted posterior leaflet for a mitraclip procedure. One xtw clip was implanted. After deployment the orientation of the clip was noted to have changed. A second xt clip was implanted to stabilize the first clip. After the second clip was implanted a partial detachment was confirmed for the first clip. The clip was partially detached from the anterior leaflet and remained attached to the posterior leaflet. A third clip was implanted. A partial detachment was observed for the second clip. The clip partially detached from the anterior leaflet and remained on the posterior leaflet. A fourth clip was implanted to secure both the first and second clips in the middle of the mitral valve with the third and fourth clips on the medial and lateral aspects of the mitral valve. The final mr grade was 2.